Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed motor position encoder error alarm due to over written history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corners and reservoir tube lip. The insulin pump received with minor scratched lcd window.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus delivery. Customer's blood glucose was 348 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.